Event description:
It was reported that insulin was squirting out during the prime process. Troubleshooting was performed. The mother stated that the numbers did not appear on the screen, and the beeps could not be heard. The customer¿s last glucose reading was 538 mg/dl, and she was drinking water to bring down her blood glucose. Advised the customer to discontinue use of the insulin pump and revert to back up plan. The mother stated that they do not have a back up plan, and they are on the way to the nearest emergency room. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing was not performed due to the error alarm.